Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in a 38-year-old female patient who had essure (batch no. 20227513,689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included loop electrosurgical excision procedure. Concomitant products included fluoxetine since 2007 for anxiety and depression, spironolactone since 2000 for hirsutism, labetalol since 1995 for hypertension, metformin since 1995 for polycystic ovarian syndrome as well as sertraline hydrochloride (zoloft) since 2007 and vitamin d nos (vitamin d) since 2017. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced abdominal pain ("pain:abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea") and polycystic ovaries ("polycystic ovary syndrome") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (unilateral) to remove essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, nausea, vaginal haemorrhage and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, polycystic ovaries, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain. Discrepancy noted in essure insertion date-(B)(6)2010 and (B)(6)2010. Discrepancy noted in essure removal date-(B)(6)2017 and (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), polycystic ovary syndrome. Reporter information, medical history, concomitant drug, events onset date were added. Essure insertion and removal date, lab data were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("pain:abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (oophorectomy (unilateral) to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder/urinary problems: bladder problems, fatigue, gi conditions, dental problems, hormonal changes and nausea. Reporter information, product indication, insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in a 38-year-old female patient who had essure (batch no. 20227513,689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included loop electrosurgical excision procedure. Concomitant products included fluoxetine since 2007 for anxiety and depression, spironolactone since 2000 for hirsutism, labetalol since 1995 for hypertension, metformin since 1995 for polycystic ovarian syndrome as well as sertraline hydrochloride (zoloft) since 2007 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced abdominal pain ("pain:abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), nausea ("nausea") and polycystic ovaries ("polycystic ovary syndrome") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (unilateral) to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, nausea, vaginal haemorrhage and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, polycystic ovaries, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain. Discrepancy noted in essure insertion date-(B)(6) 2010 and (B)(6) 2010. Discrepancy noted in essure removal date-(B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Lot number: 20227513, manufacture date: 2009-12, expiration date: 2012-12 . Lot number: 689929, manufacture date: 2009-11, expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report